Manufacturer narrative:
The device was explanted and replaced in 2024 due to the high impedance in ingenio el pacemakers and crt-ps advisory. Upon receipt, no safety mode pacing was observed on the oscilloscope, confirming the device did not exhibit the advisory behavior. Instead, a high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the field representative received a notification that the device contained unapproved software. The patient had been in a research study for magnetic resonance imaging (MRI). The field representative was able to continue and successfully program the device to MRI mode as intended. The device and leads remain in service. No adverse patient effects were reported.